Event description:
Medtronic received information via literature regarding outcomes in patients with severe bicuspid aortic valve stenosis who underwent transcatheter aortic valve implantation (tavi). All data were collected from two medical centers in india between 2012 and 2018. The study population included 70 patients who were predominantly male with a mean age of 72 years and mean weight of 67.54 kg. Multiple manufacturer¿s devices were implanted in the study population; 49 patients were implanted with either a medtronic corevalve or medtronic evolut r bioprosthetic valve (noted as self-expanding valves- sev). No unique device identifier numbers were provided. Among all patients, two patients died due to a combination of chest infection, pneumonia and sepsis. There was no direct statement of causal or contributory relationship between medtronic product and the deaths nor any information that medtronic products were implanted in these two patients. Based on the available information medtronic product was not associated with the deaths. Among all medtronic patients, adverse events included: moderate-severe paravalvular leak (pvl) and high transvalvular gradients, requiring post-procedure dilatation to resolve; non-disabling strokes due to micro-embolic showering of calcifications mobilized by dilatation and valve re-positioning; complete heart block, requiring permanent pacemaker implantation (ppm); vascular access site thromboses, requiring balloon dilatation and stenting; valve thrombosis, requiring oral anticoagulation therapy to resolve. Based on the available information medtronic product [was / may have been] associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kumar v.; et al. Transcatheter aortic valve implantation for severe bicuspid aortic stenosis - 2 years follow up experience from india. Front cardiovasc med. 2022 jul 28;9:817705. Doi: 10.3389/fcvm.2022.817705. Pmid: (B)(4). Ecollection 2022. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.